Event description:
On 7/6/06, nellcor puritan bennett received a report of inflation/deflation issues on a 8fen tracheostomy tube. The caller reported that the balloon was deflating. The caller also reported no injury. It is unk whether the pt had to be re-intubated. Nellcor has made multiple attempts to gather more info related to this report.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this report is not available for eval.